Event description:
It was reported that the patient with this pacemaker device exhibited increase in threshold values on the right atrial (ra) channel. The patient had history of atrial fibrillation (af). Upon review, it was noted that there was undersensing atrial activity leading to inappropriate atrial pacing and functional loss of capture (loc). Technical services (ts) stated that there were low impedance measurements, measuring around 340 ohms on ra lead. The health care professional (hcp) stated to have patient seen in clinic for further evaluation. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This report contains correction in section h4 device manufacture date.

Event description:
It was reported that the patient with this pacemaker device exhibited increase in threshold values on the right atrial (ra) channel. The patient had history of atrial fibrillation (af). Upon review, it was noted that there was undersensing atrial activity leading to inappropriate atrial pacing and functional loss of capture (loc). Technical services (ts) stated that there were low impedance measurements, measuring around 340 ohms on ra lead. The health care professional (hcp) stated to have patient seen in clinic for further evaluation. This device remains in service. No adverse patient effects were reported.